Event description:
A customer reported that during a procedure, the inner cutter of the probe would not move; however, during setup, the probe passed prime. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).